Manufacturer narrative:
Corrected data: h6 (medical device problem code- removing 1408 and adding 1036) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that noise appeared in the image of the light source. The issue occurred during preparation for the diagnostic cystoscopy. The procedure was completed using the same set of equipment. There were no reports of patient harm.